Manufacturer narrative:
Concomitant medical products: dtbb1qq crtd, implanted (B)(6) 2016; 429888 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one week after implant that the patient was shocked appropriately multiple times but one of the shocks failed to convert the patient's rhythm the first time. The physician decided to add another lead in the azygos vein to provide another high voltage therapy vector in addition to the patient's right ventricular (rv) lead. There were no additional changes made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.